Event description:
It was reported that the patient was admitted with concern for driveline infection that was thought to be secondary to exit site trauma. The patient admitted to cleaning their driveline with ethanol wipes. It was noted that old band-aids were on the driveline. Driveline exit site culture was positive for staph. Blood cultures were negative twice and computerized tomography was negative. The patient was transitioned to by mouth keflex at discharge for three weeks. The patient felt stable for discharge on (B)(6)2023.

Manufacturer narrative:
A2, a4: patient age and weight requested but not provided. Onset of infection: MFR # 2916596-2017-02875. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.